Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid left anterior descending artery. A 3.0 x 15 mm xience xpedition could not cross the lesion due to the tortuosity and calcification so the physician pushed on the catheter and the shaft broke. It was easily removed from the anatomy because it was still in one piece. Additional pre-dilatation was performed and a non-abbott stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.